Manufacturer narrative:
Received 3 of item 138104 in unopened original packaging. Performed a visual inspection of the devices and there were no obvious signs of a breach. Performed a functional inspection and the devices were dye leak tested per tm-10-217 rev. F, which indicated that the packaging for two devices had insufficient heat seals as there was leakage. However, the third device had a sufficient heat seal as there was no leakage. Root cause cannot be determined; however, a possible cause of this event is the device was encroaching into the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 182 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame 9,015,497 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.